Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2014 during which the surgeon noted a small bowel obstruction with multiple adhesions to the mesh from a previous repair. It was reported that the patient experienced severe pain, limited movement and depression. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/14/2022.